Event description:
During a follow-up, the device involved in this MDR report was interrogated with the latest elaview programmer version; this version include new functions automatically activated when interrogating an alto implantable e\cardioverter defibrillator (ICD). These functions examine the ICD's present current drain and the evolution of its battery voltage since manufacture. If they indicate a potentially unsafe condition, the programmer automatically displays a warning, which suggests replacing the ICU. The warning message was displayed for the device in question. Therefore the device need to be explanted. It should be noted that the elective replacement indicator was not reached, i.e the device was still functional.